Event description:
It was reported that the patient received atp (anti-tachycardia pacing) therapy for a supra-ventricular tachycardia. The patient was asymptomatic due to the event. Programming changes were discussed.